Manufacturer narrative:
Additional information: h6 (type of investigation), h11 (roi). Corrected data: h6 (investigation findings and investigation conclusions). H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the surgeon should be familiar with the technique and an adequate inventory of implant sizes should be available at the time of surgery. Additionally, revealed that the correct selection of the implant is extremely important. Failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used, size selected or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tkr surgery had been performed on unknown date, the patient experienced a gross malrotation of one (1) journey tibia base np lt sz 3. This adverse event was solved by revision tkr surgery on (B)(6) 2025, in which all components were revised. Patient's current health status is unknown. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tkr surgery had been performed on (B)(6) 2023, the patient experienced a gross malrotation of one (1) journey tibia base np lt sz 3. The surgeon noted that there was an error in the implantation of the tibial base plate at the time of the primary surgery, in which the baseplate was implanted in significant internal rotation. This mal rotation of the tibial component affected the performance of the original device, requiring revision of all components. This adverse event was solved by revision tkr surgery on (B)(6) 2025, in which the journey tibia base np lt sz 3, the jrny ii bcs femoral oxin lt sz 4 and the jrny ii bcs xlpe art isrt sz 3-4 lt 9mm were explanted and replaced with an alternatives s&n device. Patient's current recovering from the surgery. No further complications were reported.